Event description:
It was reported that the ilet displayed no sensor glucose readings and operated in bg-only mode after the user did not complete pairing of a dexcom g7 sensor, consistent with user setup error during sensor pairing. Symptoms included no continuous glucose data displayed on the ilet. Outcomes included temporary use of bg mode until successful pairing and warmup. Investigation included review of device logs and real-time troubleshooting and education. Investigation of this case revealed that the user had not entered the required pairing code and had attempted to pair with the wrong sensor type, which prevented successful sensor communication; guided pairing was completed and a 30-minute warmup was advised. It was concluded, based on previously established findings for similar reports, that the cause was user error in setup and configuration.